Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. The ligator head returned six bands attached, some of them were moved out from its original position and overlapped. Further examination shows that the ligator head teeth were damaged. No other issues were noted with the device. The reported event was confirmed. The overlapped bands and moved from their position indicates a deployment failure and this may be related to the observed issue of the ligator head teeth damaged/bent, this issue could have occurred due some user manipulation while setting up the ligator head and/or some extra tension applied to the whole device that ended damaging/bending the teeth, once the teeth were damaged/bent the suture thread could have experimented difficulties to correctly release the bands causing the deployment failure and overlapping them. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the esophagus during a ligation and sclerotherapy of esophageal and gastric fundus varices procedure performed on (B)(6) 2021. During the procedure, the device could not be released. It was reported that the physician cut the core wire on the outside then removed the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the end of the esophagus during a ligation and sclerotherapy of esophageal and gastric fundus varices procedure performed on (B)(6) 2021. During the procedure, the device could not be released. It was reported that the physician cut the core wire on the outside then removed the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.